Event description:
In 2008, this patient was implanted with four gore tag thoracic endoprostheses, starting from the left carotid artery to the level of the celiac artery. The proximal end of the most proximal device collapsed. The physician tried to re-open the proximal end of the device using four gore tri-lobe balloon catheters and a coda balloon catheter that all ruptured. Finally, the physician was able to re-open the proximal device with at z-med ii. The patient suffered cerebellar stroke and acute renal failure and was elected to proceed with comfort carer and expired on an unknown date.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.